Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Vyaire field service technician went onsite and repaired the ventilator. Could not replicate the issue with the o2 mismatch. Performed pm according to service manual. Replaced the o2 sensor. Performed all calibrations, verification and test base unit and passed, all passed according to factory specs. Furthermore; no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having mismatch between delivered and measured fio2. The issue happened prior patient use. Therefore; there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Customer will decommission unit instead of paying the amount for a new main pcb. The exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc.